Manufacturer narrative:
The device was in use for treatment and in service for approximately 14 years, 11 months. The lead was explanted and will not be returned for evaluation. As a result, the allegations against this lead cannot be confirmed. Qa is unable to review the device history records (DHR) for this lead model as it is beyond oscor's record retention procedure and may be destroyed, however, inspection procedures require any oscor product pass all in-process and qa final inspection before shipping to the customer. This lead is no longer manufactured by oscor. Based on the investigation a CAPA is not required. Oscor will continue to monitor this device for complaint trends and risk. The manufacturing inspection procedure for this device indicates that the lead is checked 100% for electrical function. Final qa inspection of permanent pacing leads includes an insertion/withdrawal force test on is-1 connector on the first and last serial number of the work order and 100% inspection regarding: length measurement of the lead, distal spacing measurement, pull test on the connector, electrical dc resistance is checked ring to ring, pin to tip and pin to ring (on pr leads, use helix to connector pin as contact), "d" dimension on is-1 connector is measured and tubing inspection is done. A general inspection is done of the following: verify proper application of adhesive, check outer hull to inner hull laser weld for proper placement, coil is checked for kinks, the connector sleeve and o-rings are examined for nicks, cuts, excessive flash or excessive adhesive residues on its surface, electrodes are examined for residue and scratches, rotational pin to pin hull laser weld is checked for proper weld, and helix is checked by extension and retraction. The pr flexion instructions for use (IFU) informs the user of these possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. In addition, the IFU provides the user product awareness: the pacing leads are implanted in the extremely hostile environment of the human body. Because the leads are very small in diameter and must be very flexible, it inevitably reduces their potential performance and longevity. Leads may fail to function for a variety of causes, including medical complications, body rejection phenomenon, fibrotic tissue problem, or a failure of lead by damage, fracture, or by breach of their insulation. The IFU precautions the user: perform procedure under fluoroscopic guidance.

Event description:
The customer reported during a routine follow-up the clinical observation for this right ventricular (rv) lead was impedance issues (low pace less than 200 ohms). The patient was hospitalized, antibiotics were administered (intravenous), the rv lead was extracted (not being returned) and a new lead was re-implanted. No adverse patient effects were reported. System to patient observations were high pacing thresholds.